Manufacturer narrative:
Hoveround has not yet received access to evaluate the power wheelchair, however, no malfunction is suspected. The end user was operating the power wheelchair on a roadway and was struck by a motor vehicle. The client was not wearing the safetyt belt. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic." And "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your seat belt fastened, and always use the seat belt."

Event description:
The end user was struck by a motor vehicle while operating the power wheelchair on a roadway.